Manufacturer narrative:
This report is filed, january. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation around the implant site. The patient was prescribed a ten day course of oral antibiotics (date not reported). The implanted device remains.